Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the collapsible jaw of ligamax failed to close properly. The proximal shaft that pushes on the collapsible jaw only closes one part of the jaw. Surgery was delayed 15 minutes and this device was replaced with another ligamax device. Surgery was successfully completed, no fragments were generated, and there was no patient consequence.

Manufacturer narrative:
(B)(4). Batch # t93v02. Investigation summary: the analysis results found that the el5ml device was received with no damage in the external components. Upon cycling, the instrument was noted to be empty and locked out. The instrument is designed to lock out after all the clips have been fired, therefore a potential cause of the customer reported experience is the firing of all of the clips and the instrument "will not fire" (activation of the lock out mechanism). The instrument has an orange indicator that appears on the top of the handle as a reference for the user to indicate the quantity of clips remaining. The event described could not be confirmed as the device was returned empty. In addition, a video was received for review. Upon visual inspection of one video, the following was observed: the video shows a ligamax jaw area and it shows that the clip is loaded into the jaws, however, the jaws do not close for formation of the clip. Based on the video, the event described was confirmed, however no conclusion or root cause could be determined. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.